Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that two days after implant, the patient had diaphragmatic stimulation from the left ventricular lead that was creat ing "pulsating feelings" by the patient's hip. During the new office visit, a different pacing vector was programmed and the patient indicated getting relief. The lead remains in use. The patient is a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.